Event description:
While using the ligasure pencil, the physician found it was "sticky" and difficult to open after use. After it "stuck" closed and had to be worked back open it was removed from the field and replaced with a new one. There were no reported adverse effects to the pt.